Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on 11 may 2018. Right knee revised to address pain, medial varus deformity, and aseptic loosening of the tibial base plate component at the cement to implant interface. Revising surgeon indicated the presence of villonodular synovitis, consistent with implant loosening. Femur was well-fixed, revised with little bone loss. Tibial base plate was found to be loose, with no bone cement adhered to the backside, completely debonded from the cement mantle. The cement mantle, on the other hand, was well-fixed to the tibia bone, requiring piecemeal removal. There was bone loss of the medial side of the tibia, from the medial collapse of the loose tibia component. Patella component was well-fixed and tracked well, so was not revised. (See (B)(4) for revision of left knee). Doi: (B)(6) 2014 dor: (B)(6) 2016 right knee.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary =:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 0. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 82. By product family: 136 (49x smartset hv, 87x smartset mv). H10 additional narrative: added: b1, h6 (patient). H6 patient code: no code available (3191) was used to capture surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. (B)(4). If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.